Event description:
A fasely elevated troponin, I result of 21.5 ng/ml was obtained on a pt sample. The result was reported to the physician. The test was repeated on an alternate methodology from a different facility and a negative result was obtained. Although pt was referred to another facility, treatment was not prescribed or altered and there was no rpeort of adverse health consequences as a result od the fasely elevated troponin I result. The cause for the fasely elevated troponin I is unk.